Event description:
It was reported that the physician attempted abbott aveir implant unsuccessfully and requested (B)(6) representative for micra implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).